Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 42 mg/dl at the time of incident and the current blood glucose of the customer was 275 mg/dl. Customer report the insulin pump had an error in the hardware low level failures. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer report self test passed. Customer reports they did receive a calibration not accepted alert. Customer reports they did not receive a change sensor alert. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set, ozo-mmt-7020a-snsr.